Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the patients blood glucose (bg) level reached over 300 mg/dl while wearing the pod between 24 and 36 hours. There was also the presence of medium ketones. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied. Patient's mother reported normal bg level range is 100 mg/dl to 140 mg/dl.